Event description:
In 2008, the vendor returned infusion sets due to customer reports of incorrect cannula lengths contained within the packaging. It was reported that 6mm cannula lengths were contained within the package labeled as 12mm. No further info is available. Product was requested to be returned for eval.